Event description:
The core impaction drill was returned to stryker instruments for service. Upon receipt at the manufacturer facility, it was found that the device was covered in an oily liquid. No medical intervention and no adverse consequences were reported with this event. As this event occurred at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was duplicated. Upon disassembly for visual inspection the service technician observed the spindle housing with corrosion or debris.